Manufacturer narrative:
Product analysis: analysis was able to confirm that the battery drawer was broken noting that it would not open when pressing the eject button. Analysis also noted that both output connectors were broken, the keypad layers were damaged, the encoder was contaminated with rust, two control knobs were contaminated with rust, and the device failed the incoming test on the backlight due to a connector issue on the main printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery door. The epg was returned for service. There was no patient involvement.